Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was received for analysis. Returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There is a pinhole 2mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the damage and reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jul-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, it was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.